Event description:
It was reported that this pacemaker exhibited noise on the right atrial (ra) channel, which was believed to be caused by electromagnetic interference (emi). Technical services (ts) reviewed and stated that it was emi and there was no noise on the right ventricular (rv) lead. There were no inhibition of ventricular pacing and there was an inappropriate atrial tachy response (atr) recorded. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.